Manufacturer narrative:
(B)(4). The device was returned with the stent fully mounted onto the delivery system. One severe kink was noted on the balloon shaft of the device. Blood was noted on the outside of the device. A visual and tactile examination identified one severe kink on the shaft of the device at the site of the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. A visual examination of the balloon noted that the balloon was tightly folded and had not been subjected to positive pressure. Blood was noted in the balloon which is evidence of a device leak. The investigator attached the device to an encore inflation unit filled glycerol/h2o solution and positive pressure was applied. The balloon successfully inflated to its rate of burst pressure, however liquid was seen escaping from a pinhole leak in the balloon material at the distal edge of the distal marker band which resulted in a severe drop in pressure. The balloon could not maintain pressure due to the pinhole identified in the balloon material. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The stent was received fully mounted onto the delivery device. During analysis the investigator inflated the balloon and deployed the stent. A visual and microscopic examination identified no issues or any damage to the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2017. It was reported that balloon inflation failure occurred. The 90% stenosed target lesion was located in the seriously tortuous subclavian artery. An 8.0x30x135cm express¿ ld vascular stent was advanced to treat the lesion. However, upon inflation, the balloon did not inflate and the stent could not be deployed. The physician attempted three times but was unsuccessful. The device was completely removed from the patient's body and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.